Event description:
It was reported by service report that the gatch cover had a dent, and it was catching the coil cords, stripping them over time, and sharp edges may have been exposed. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: damaged foot-end cover due to contact with lift header screws.